Manufacturer narrative:
Concomitant medical products: 6935m62, lead, 439888, lead, unknown, bi-ventricular defibrillator, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of the smaller atrial signals observed which was leading to early termination of atrial tachycradia /atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.